Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the issues was not determined. The patient was instructed to not press the stop charge button and to wait for the entire charging process to complete. The rep believed the issue was resolved. Additional information was reported that the patient was charging, and the controller beeped. The patient checked it and it showed screen 52, recharging needs attention. The rep unlocked it and showed poor recharge quality. The patient tried to move it around and it showed 100%. The rep said that they were not pressing the stop charge button. It was reviewed that the first time the patient sees 100%, it is not at 100% and it is rounding up. It was reviewed it could take 30 more minutes to full and then the screen will show finished. The rep said the patient was not pressing the stop charge button. The rep tried to move the antenna around to obtain coupling and eventually could not get coupling and the patient has to hit cancel and start charge again. Then, it will only work for a few minutes. The rep confirmed that the patient kept therapy on while charging and the patient has hd settings. It was suggested to turn the therapy off while recharging to see if that makes a difference. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was only able to charge to 80-90% since implant. Then, the screen beeps and changes to ¿searching for device.¿ the patient has only gotten it to charge to 100% one time since implant. The rep looked at the recharge diary with the tablet and confirmed that the patient is only charging to 80-90%. It was reviewed it takes longer to recharge to full. It was reviewed that if recharging is stopped, the screen will say finished and can be misleading thinking that the charge is complete/full. No symptoms or further complications were reported.